Manufacturer narrative:
(B)(4). Approximate age of device - 5 days. Device evaluation: the evaluation of the returned pump revealed non-laminated, biological depositions in the inlet elbow, outflow graft, inlet stator, and outlet stator, and surrounding the body of the rotor. The observed depositions appeared to have been altered by the application of a fixative agent. A specific time frame in which the depositions developed and a specific cause for development could not be conclusively determined; however, the deposition could have potentially resulted from poor surface washing due to a low flow condition or event. The patient was reportedly very ill pre-implant, experienced right heart failure intra-operatively, and required ECMO post-implant. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. A direct correlation between the observed depositions and the reported event could not be conclusively determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2015 and expired on (B)(6) 2015 in the intensive care unit while on extracorporeal membrane oxygenation support. It was reported that the patient had been extremely sick prior to implant and succumbed to a pulmonary embolism due to right heart failure that occurred intra-operatively. The patient's health care professionals reported that the pump performed as expected; there were no reported pump issues. The pump was explanted on (B)(6) 2015 and the evaluation of the returned pump found depositions throughout the device.